Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was assisted with troubleshooting for low blood glucose level. Current blood glucose was 120 mg/dl. Customer stated that insulin pump was over delivering insulin. The insulin pump will be and reservoir will not be returned for analysis.